Manufacturer narrative:
Device eval: the suspect device was not returned for eval. The complaint cannot be confirmed. Based off of a similar complaints, it is suspected that the rotator is separating at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This sub-lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval method: device history record was reviewed, complaint data base was reviewed, eval based off similar complaints.

Event description:
The rotator broke during abdominal angiography. No harm or injury was reported.